Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found air couldn't be supplied due to the nozzle clogging, the zoom did not operate smoothly, the bending angle was insufficient, the angle knob had play, the insertion tube had scratches, the curved rubber adhesive was missing, water could not be supplied due to the nozzle clogging, there was a foreign object inside the nozzle, scratches were found on the tip cover, the scope connector had liquid leakage, scratches were found on the scope connector, scratches were found on the operation part, scratches were found on the insertion part corrugated tube, there was a scratch on the hardness adjustment ring, scratches were found on the switch box, scratches were found on the operation unit cover, scratches were found on the up/down knob, scratches were found on the up/down angle fixing lever, scratches were found on the right/left knob, scratches were found on the grip, scratches were found on the universal cord, the universal cord had wrinkles, the scope connector cover had scratches, there were scratches on the right/left angle fixing lever, and paint was peeling on the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had poor air supply. Inspection and testing of the returned device found the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material inside the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.